Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was seen in the clinic on (B)(6)2021 for a follow-up cochlear implant visit. He was originally implanted in 2014 and was only seen for two appointments in the clinic, then has been lost to follow-up. His mother reports that he has not worn his ci processor since 2014 due to sensory issues. He did not tolerate wearing the processor at a younger age, but now that he is older and better able to communicate, the user_s parents would like to provide him with as much access to sound as possible. Therefore, they brought him to the clinic for mapping. He was just fit with a hearing aid in the non-implant ear. It is considered to proceed with revision surgery; however, no date has been scheduled yet. No accident, head injury or impact has been reported.

Event description:
The user was seen in the clinic on (B)(6) 2021 for a follow-up cochlear implant visit. He was originally implanted in 2014 and was only seen for two appointments in the clinic, then has been lost to follow-up. His mother reported that he has not worn his ci processor since 2014 due to sensory issues. He did not tolerate wearing the processor at a younger age, but now that he is older and better able to communicate, the user_s parents would like to provide him with as much access to sound as possible. Therefore, they brought him to the clinic for mapping. He was just fit with a hearing aid in the non-implant ear. The user has been reimplanted with a new device on (B)(6) 2023.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The active electrode also showed some additional damage to the electrode wires, as being caused by a mechanical impact on the electrode. The problems given in the recipient report appear to match the damage found. Other mechanical damages are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen in the clinic on (B)(6) 2021 for a follow-up cochlear implant visit. He was originally implanted in 2014 and was only seen for two appointments in the clinic, then has been lost to follow-up. His mother reports that he has not worn his ci processor since 2014, but now they have decided they would like for him to start wearing it again and brought him to the clinic for mapping. Additional integrity tests are scheduled for (B)(6) 2021.